Manufacturer narrative:
A ge service rep performed an on site investigation. The rtos and gpos printed circuit boards were reseated. Teaching was provided to the staff on proper system shut down operation. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system's c-arm would not completely boot up. The system had to be rebooted and the procedure was completed. No pt injury was reported.